Event description:
During a scheduled preventive maintenance inspection, it was noticed that there was rust on the rod of the bag/vent switch assembly. The assembly was replaced with a new part.====================== manufacturer response for anesthesia machines, anesthesia machines======================ge acknowledges that there is a problem, and are in the process of sending us an official letter, after their analysis and investigation iscomplete.the presence of chloride in their manufacturing process, either during machining or cutting is contaminating the parts causing them torust. They initially were using stainless steel grade 303 and switched to stainless steel grade 313.====================== manufacturer response for anesthesia machines, anesthesia machines======================ge acknowledges that there is a problem, and are in the process of sending us an official letter, after their analysis and investigation iscomplete.the presence of chloride in their manufacturing process, either during machining or cutting is contaminating the parts causing them torust. They initially were using stainless steel grade 303 and switched to ss 313.====================== manufacturer response for anesthesia machines, anesthesia machines======================ge acknowledges that there is a problem, and are in the process of sending us an official letter, after their analysis and investigation iscomplete.the presence of chloride in their manufacturing process, either during machining or cutting is contaminating the parts causing them torust. They initially were using stainless steel grade 303 and switched to ss 313.====================== manufacturer response for anesthesia machines, anesthesia machines======================ge acknowledges that there is a problem, and are in the process of sending us an official letter, after their analysis and investigation iscomplete.the presence of chloride in their manufacturing process, either during machining or cutting is contaminating the parts causing them torust. They initially were using stainless steel grade 303 and switched to ss 313.